Event description:
The customer reported that the 840 ventilator had an inoperative graphic user interface (gui). There was no pt involvement. The customer reported to have replaced the real time clock. The covidien customer support engineer (cse) inspected the device and performed the annual preventive maintenance (pm). The unit passed extended self-testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
Covidien reference # (B)(4).